Event description:
It was reported that the patient presented to the hospital for atrial flutter ablation and high hv lead impedance was observed. Successful dft testing was performed. Programming changes were recommended. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.